Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a hole in the tubing through pinch valve vl12b. The fse replaced the tubing and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was blue fluid and the volume was about 8 ounces in the instrument and on the countertop. The leak was identified during the instrument shutdown process. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, glasses, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.